Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, instability and loosening of the femoral component at cement to implant interface. Cement manufacturer is unknown. It was also reported in the der that the bone scan was negative and blood was drawn out of the knee in the clinic. The tibia was solid. Tibia and patella was left and femur was revised. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.